Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1491058, was included in the recall.

Event description:
Procedure performed: (B)(6). Event description: two similar events occurred during the same procedure. Complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). During the surgery the surgeon stated that the device kept misfiring. After multiple dry fires, when a clip would finally fire, they would deliver weak. The surgeon replaced the device with another clip applier but it also experienced the same issue. A third clip applier was used to complete the case without issue. Product available for return. Patient status: no patient injury. Intervention: replaced device.

Event description:
Procedure performed: ni. Event description: two similar events occurred during the same procedure. Complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). During the surgery the surgeon stated that the device kept misfiring. After multiple dry fires, when a clip would finally fire, they would deliver weak. The surgeon replaced the device with another clip applier but it also experienced the same issue. A third clip applier was used to complete the case without issue. Product available for return. Patient status: no patient injury. Intervention: replaced device.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.